Event description:
Reporter stated that a freshly voided patient urine sample was tested, 3 times, using the suspect product which yielded protein results of 500 mg/dl, negative, and 30 mg/dl. No action based on the device results was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has, or intends, to report the event to FDA. (B)(4).